Event description:
It was reported that the scs programmer buttons, used to adjust the stimulation level, are sticking. A replacement scs programmer has been sent to the patient to address the issue. Follow up is pending to verify if issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.